Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a motor error and has to rewind. Every time the pump is rewound, the customer changes sets and reservoirs. In the course of about ten days, the insulin pump has displayed a motor error alarm three times. The customer also states a button error. The patients' blood glucose was 7.3 mmol/l. The customer also reported receiving a no delivery alarm during the fill tubing process. It was also reported that the insulin pump has a crack around the battery cap area. Customer states it appears as if a broken piece of pump casing is missing from the area. Customer was advised to discontinue use of pump. Customer was directed to refer to a backup plan per their health care provider and return the pump.